Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to insert a ruby coil into the px slim delivery microcatheter (px slim), the physician noticed that the ruby coil was unable to advance out of its hypotube and into the px slim. The physician removed the ruby coil hypotube from the hub of the px slim and attempted to advance the ruby coil out of its hypotube; however, it was unsuccessful. Therefore, the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 21.5 cm from the proximal end; the embolization coil of the ruby coil was retracted to the proximal end of the introducer sheath and stuck underneath the friction lock. Conclusions: evaluation of the returned device that the pusher assembly was kinked and the embolization coil was stuck inside the proximal end of the introducer sheath. The friction lock inner diameter is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly. If the embolization coil is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that embolization coil will become stuck and unable to advance. The kink in the pusher assembly was likely incidental and may have occurred during attempts to advance the ruby coil against resistance caused by the friction lock. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.